Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported his adc freestyle libre sensor fell off after 6 days of wear, and he was unable to monitor his blood glucose and had a medical event. The customer experienced symptoms described as thirsty, nausea and dizzy, and he was unable to self-treat. The customer self-presented at the emergency where a reading of 498 mg/dl was obtained on the hospital¿s meter. The customer was diagnosed with hyperglycemia and treated with novolog (insulin). There was no report of death or permanent impairment associated with this event.